Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly. It was determined that the cause of the reported issue was due to two transistors, designator q5 and q6. Both transistors were electrically shorted.

Event description:
The customer contacted physio-control to report that their device failed the user test. Upon evaluation of the customer's device, physio observed that the device was delivering a monophasic energy output instead of a biphasic output and displayed an abnormal energy delivery message. As a result, the incorrect defibrillation therapy may be delivered. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the biphasic pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed the user test. Upon evaluation of the customer's device, physio observed that the device was delivering a monophasic energy output instead of a biphasic output and displayed an abnormal energy delivery message. As a result, the incorrect defibrillation therapy may be delivered. There was no patient use associated with this event.